Event description:
It was reported the customer had a sensor error. Customer also reported half of their cannula was missing upon removal of their sensor. The customer's blood glucose was unknown. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.